Event description:
The tip of the curette fractured off during use on a spinal fusion procedure. The fractured tip was retrieved from the wound site. There was no reported permanent impairment of body function or structure as a result of the fractured off tip of the curette.